Event description:
Description of event according to initial reporter: had a thru and thru wire from a side branch in the ascending aorta, then deploy the stent graft, after un-sheathing in correct placement the graft, the surgeon then turned the safety on blue handle and then turned blue handle 2 times and saw the graft had opened like it usually does . The surgeon then wanted to bring down the nose cone however he noticed the nose cone was not moving grey dilator. He then removed the grey dilator distally and nose cone with metallic cannula (in which stent lunderquist goes thru) and 300cm lunderquist was removed from side branch (top) ascending aorta. This was a proximal removal which resulting in significant bleeding because surgeon had to open side branch larger and under direct visualization grab nose cone and lundy pull out, loss approx. Less than1000 cc of blood since patient was heparinized. He then proceeded to suture close the side branch. This extra step added extra time to procedure but in the end the patient was fine and 24 hours post up is stable with a renal insufficiency possibly a malperfusion. But the stent graft is in correct position." Patient outcome: the patient underwent a delay in the procedure. The surgeon repaired the sutured side dacron branch which was opened and administer some blood.